Event description:
The consumer reported that the patient experienced a loss or change of therapy in (B)(6) 2016. The patient was implanted on (B)(6) 2016 and had a few days of relief, but then all of the sudden it was not working. It was working for a couple of days. The patient changed programs from 1 to 2 on (B)(6) 2016. The patient had a painful sensation in the vaginal area that was constant. The patient had no falls. The patient was going to call their health care provider (hcp) and would have an appointment on (B)(6) 2016. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.